Event description:
The customer reported a failure to pace during use. No adverse patient impact was reported.

Manufacturer narrative:
The customer reported an inability to pace when using a philips loaner device. No adverse patient impact was reported. The customer had not realized the loaner device did not have the pacer option. A device with pacing was then sent to the customer, and the loaner device was returned to philips on 7/3/09. We are considering this a user misunderstanding regarding device options. There was no malfunctions of the loaner device.